Event description:
It was reported that the patient used the catheters 3-6 years ago and that the device cut the interior of the patient's urethra causing cystitis. Patient was treated with antibiotics.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential failure mode could be difficult insertion due to a potential root cause of rough or irregular shape catheter. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not required due to the product code being unknown. Therefore, bd is unable to determine the associated labeling to review. Although the product code is unknown, the intermittent catheter labeling is found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient used the catheters 3-6 years ago and that the device cut the interior of the patient's urethra causing cystitis. Patient was treated with antibiotics.